Event description:
One full bottle 100 ml of integrilin infused in one hour due to pump free flow event. The pump was set to infuse at 7 ml/hr, and the rn noticed the bottle was empty within that hr. Rn states she confirmed pump infusion setting with a second charge rn.